Manufacturer narrative:
This product was manufactured in switzerland and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +2.0/+2.5/149 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to a refractive surprise. The lens was exchanged for another same model lens but different diopter power. The lens exchange resolved the problem.